Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the third inflation at around 14 atmospheres for about 5 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.